Event description:
Consumer called to report high readings and being taken to the hospital via amblance due to bottom out from false high readings. Took too much insulin.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.